Manufacturer narrative:
(B)(4). The DHR file is not available for review. Ez-io driver 9058 (sn (B)(6) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a blinking red led light was displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003150) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3) insertion 1: 4.00 secs insertion 2: 3.50 secs insertion 3: 3.09 secs hard profile (105 lbs/ft3) insertion 1: 7.38 secs insertion 2: 7.35 secs insertion 3: 8.25 secs the driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 03/2014 and is approximately 6.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light blinking red. No further action required.

Event description:
Issue reported: as soon as the crew member starts to drill into the tibial plateau the driver stops. The crew state that they are not pushing hard the driver basically acts like a cordless drill that has a low battery. The same issue on this driver as the last, green light the entire time. The issue we have experienced with the driver is with experienced paramedics who have used the ez io for several years. The patient is deceased. Additional information: we do not feel the delay in gaining io access was a contributing factor in the patient's death.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: as soon as the crew member starts to drill into the tibial plateau the driver stops. The crew state that they are not pushing hard the driver basically acts like a cordless drill that has a low battery. The same issue on this driver as the last, green light the entire time. The issue we have experienced with the driver is with experienced paramedics who have used the ez io for several years. The patient is deceased. Additional information: we do not feel the delay in gaining io access was a contributing factor in the patient's death.